Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the implant surgery was uncomfortable. They saw animals/goats/images/life flashing before him and had strange dreams. They were happy with the therapy results. Additional information received from the health care professional (hcp) reported they were getting better and did not feel as bad. Their wounds were healing well and the hcp removed the staples. There was some fluid in the generator pocket. The hcp interrogated the system and found it to be in good working order. They were increased from 1.0 to 2.0 volts and he had a lot of side effects so the patient was turned down to 1.5 volts with resolution of side effects. The patient was doing well and would be seen two weeks later for another programming session.